Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 15-nov-2024 h3. Device eval by manufacturer- yes. Bd received one customer photo and 200 samples for investigation. The customer photo depicts a pbbcs device within its packaging; however, the quality of the photo is not clear enough to evaluate the reported defect. Thirty of the customer samples were randomly selected and subjected to functional tests. All the samples passed the testing, as there was no evidence of holes in the tubing, damage, or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged tubing leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, five (5) sets had holes in the tubing which led to blood leakage. Sample recollection occurred. No further information was provided.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, five (5) sets had holes in the tubing which led to blood leakage. Sample recollection occurred. No further information was provided.